Event description:
It was reported that pump screen remained dark and unresponsive despite multiple attempts to turn it on. There was no reported adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try restarting pump and charging it with known working power supply, but pump still did not turn on, so pump was confirmed within warranty and arranged for replacement while customer planned to use multiple daily injections as backup insulin therapy, with instructions provided for storage, shipping address confirmation, and return of nonworking pump within 10 days.